Manufacturer narrative:
Final analysis confirmed the reported event. A partial lead was returned in two pieces. Clavicle crush damaged the outer insulation at 25.9 ¿ 26.0 cm from the distal tip at the middle region of the lead causing the reported event. Shorting between conductors was found in the connector portion of the lead due to procedural damage. Other damages found were sustained during the procedure.

Event description:
It was reported that the right ventricular lead and the atrial lead were explanted due to noise. The patient was stable before, during and after the procedure.